Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 40 mg/dl. Reportedly, the customer stated that some of the low bg levels were due to physical activity; however, the customer was unsure of the other bg levels. The customer consumed sugary juice to consume low bg levels.